Manufacturer narrative:
H3, h6: the device was returned for evaluation, with no faults found, we cannot confirm the reported event. A visual and functional evaluation confirmed no defects, the device displayed the appropriate alarms under expected conditions. The instruction for use details, complete blockage/canister over-capacity alarm activation is driven by occlusion of filter located at top of canister. As canister fills with fluid, the filter will begin to occlude as fluid makes continuous contact, creating a complete blockage in vacuum circuit a documentation review has been conducted, confirming no manufacturing defects, complaint history has recorded previous occurrences of this nature. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Smith and nephew can confirm the device met manufacturing specifications upon release for distribution and continue to monitor for adverse trends relating to this product range. G1, h3, h6, h10

Manufacturer narrative:
The device, was used in treatment, was not returned for evaluation. With all additional information provided, we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence, that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstruction or component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range. H6: clinical, impact, medical device problem and component code updated. A3: patient gender update.

Event description:
It was reported that the device displayed a blockage/full canister alarm, the canister was changed and the alarm continued even though the dressing was dry and the device was in upright position. Troubleshooting steps were performed but the issue was not solved. No further information available.